Event description:
This patient was undergoing a thrombectomy and revision of his right upper extremity arteriovenous graft. The catheter became wedged and the proceduralist was unable to remove it from the distal graft area. The catheter wire was subsequently removed with the exception of a small rubber tip. There was good flow in the graft at the end of the procedure.